Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the inflatable penile prosthesis was removed/replaced on (B)(6) 2020 due to infection. Additional information received from the territory manager indicated: ¿draining from incision as it was infected. Removed complete implant and replaced. Product was discarded¿. The device was not received for evaluation as it was discarded. As examination of the device may not conclusively confirm or disprove the report of infection quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
As reported to coloplast, draining from incision as it was infected. Removed complete implant and replaced. Product was discarded. Device was discarded.

Event description:
As reported to coloplast, draining from incision as it was infected. Removed complete implant and replaced. Product was discarded.